Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient was charging too frequently. The patient indicated they have been charging their ins for four hours and the battery icon was still blinking at 25%. The patient indicated that they have never had issues with recharging but this has happened one other time within the last 2 months. It was also reported that in the first week of december the patient had an incident at the airport where the wand search set off their battery, jaw, and shoulder. No symptoms reported.